Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the results will be submitted in a supplemental report.

Event description:
It was reported that, "mdm liner was explanted, joint was washed out, new mdm liner was implanted."